Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. There was no indication of manufacturing defect or anomaly that could have impacted the event as reported. The device was returned for analysis on february 12, 2018. As received, the specimen consisted of one safari2 275cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a fracture of the core wire exhibiting ductile tensile overload, with torsional loading, and a fracture of the coil wire exhibiting ductile tensile overload, with torsional loading, approximately 16.0 centimeters from the distal aspect of the formed curve. The coil wraps at the proximal aspect of the coil presented overlapping coil wraps. The detached portion of the coil wire was stretched to an indeterminate length beginning at the distal tip. Having received permission from the customer to dissect the device, the coil wraps adjacent to the distal tip joint were stretched to reveal the distal aspect of the core wire fracture adjacent to the distal tip weld mass. The exposed core wire presented spiral bends over the 2.00 millimeters proximal of the core wire fracture consistent with torsional loading. The specimen presented several bends of varying severity and frequency scattered over the length of the device and dried blood-like material on and between the coil wraps and on the exposed core wire surfaces. No other damage or inconsistencies were noted to the specimen. The proximal joint appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; during a tavi procedure using a competitor valve, a safari 2 wire was used as this is routine practice for this lab. Procedure went well and valve deployed with no issues. Upon trying to withdraw the safari 2 wire to remove it from the patient the wire end was caught in some myocardium. The operating physician tugged the wire and consequently the wire unraveled. A snare was used to retrieve it. The patient was reportedly stable.

Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. There was no indication of manufacturing defect or anomaly that could have impacted the event as reported. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product is reportedly being returned for analysis but wasn't received by the time this report was submitted. Based on the information received to date an exact cause for the incident could not definitely be determined. If the product is returned for analysis or additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; during a tavi procedure using a competitor valve, a safari 2 wire was used as this is routine practice for this lab. Procedure went well and valve deployed with no issues. Upon trying to withdraw the safari 2 wire to remove it from the patient the wire end was caught in some myocardium. The operating physician tugged the wire and consequently the wire unraveled. A snare was used to retrieve it. The patient was reportedly stable.